Event description:
The user facility reported a 71-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced two episodes of ventricular tachycardia/ventricular fibrillation it was necessary to shock the patient twice. The patient maintained perfusion pressure with both episodes and never lost consciousness. The decision was made to leave the impella in place overnight to allow heart to rest. Impella sheath was removed. During the explant of the impella cp, impella was weaned and removed without issue and hemodynamics remained stable immediately after removal. The perclose sutures (two) that were placed with the initial insertion had failed. Post closure was attempted with dual wire technique/smaller sheath. A total of four more perclose sutures were deployed without hemostasis. Left femoral groin site access was established for balloon tamponade of opposite iliac artery. When balloon was inflated, patient continued to have bleeding at the insertion site. Initial stick was found to be very low at the level of the bifurcation. Bleeding subsided with 10 french sheath in right groin site. Vascular surgery was consulted and decided to take patient to operating room for surgical closure of site.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.